Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the controller will not find ins without recharger and spoke with a manufacturer representative and was told to clean the inside of controller with alcohol wipes. Patient stated the ins is usually charged up and controller will not find ins. The patient was asked to reset the controller and inspect inside of controller for damage and patient said there is no damage on the controller or battery pack. Patient tried to connect the controller to ins and controller showed to connect recharger. The patient was asked to inspect the recharger for damage and if the recharger gets hot when recharging the implant and patient said he charged up ins to 50% and let the recharger cool down because the recharger gets hot but not rudely hot and controller will showed the passive recharge screen, and will stop charging and can't find device. Patient stated the recharger looks sturdy but the cord seem little pulled out from the paddle. Patient started charging the ins and controller showed ins 50% and controller 100% charged at excellent quality. The issue was not resolved no symptoms were reported.